Event description:
It was reported that a cancelled procedure due to device leak occurred. Patient underwent treatment on the femoral vein. An angiojet solent omni catheter was selected for the procedure. During the procedure, when the machine as inserted with a catheter, a large pool of blood leaking from the catheter was noted. This eventually prevented the treatment from being completed. There were no patient complications reported. It was further reported that the procedure was completed with another of the same device. The patient was not sedated at the time of this event, but after replacing the device, the procedure continued, and the patient was injected with local anesthesia.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter city: updated from '(B)(6) to (B)(6). E1 - initial reporter zip/post code: updated from blank to (B)(6). H6 - impact codes: updated from 'absence of treatment' to 'no health consequences or impact'. Device evaluated by MFR.: device was received for analysis and underwent a visual and microscopic examination, and functional testing. Multiple bends and shaft kinks were noted. No alarms were present; however, a cut/leak was observed in the effluent line located at 13cm from the hub/manifold. The damage did not disrupt functional testing of the device

Event description:
It was reported that a cancelled procedure due to device leak occurred. Patient underwent treatment on the femoral vein. An angiojet solent omni catheter was selected for the procedure. During the procedure, when the machine as inserted with a catheter, a large pool of blood leaking from the catheter was noted. This eventually prevented the treatment from being completed. There were no patient complications reported.